Event description:
It was reported that the patient is experiencing shortness of breath and believes the device is "malfunctioning." Follow-up with the physician's office was attempted but no further information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.